Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer was advised to revert to back up plan as insulin pump will have to be replaced. The customer has already reverted to back up plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump had cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.